Manufacturer narrative:
(B)(4). (B)(6). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2022. The patient was unable to react to her decreased blood glucose before collapsing and losing consciousness. The patient¿s spouse administered baqsimi glucagon nasal spray followed by dextrose tablets until the patient felt better. A bg was performed after the patient regained consciousness, but the value was not provided. The patient and her spouse suspected the patient¿s bg was 20 mg/dl, but cgm value at the time of the event was not provided. They reported the cgm displayed ¿low¿ but it was not confirmed when that occurred. At the time of the report, the patient was in good condition. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There were no reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.